Event description:
It was reported that the hcp cut the patient's leads approximately nine years ago. The patient had to go on pain pills for approximately three months before a revision could be performed.

Manufacturer narrative:
(B)(4). Extension: model 7495-51, serial# (B)(4), implanted: (B)(6) 1998, inactivated: (B)(6) 2004,; lead: model 3587a, lot# l53238, implanted: (B)(6) 1998, inactivated: (B)(6) 2004; programmer: model 7434-e, serial# (B)(4).